Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement.

Event description:
This information was found during the three-year post-marketing surveillance (pms) of gore(tm) tag(tm) thoracic endoprosthesis in (B)(6). Date gore aware of the event will be the date nihon gore acquired information that reasonably suggests a reportable adverse event may have occurred. On (B)(6) 2011, the patient underwent an endovascular procedure using a gore(tm) tag(tm) thoracic endoprostheses for a thoracic aortic aneurysm repair. On (B)(6) 2011, the patient was discharged. The aneurysm diameter was 54mm. Subsequent follow-up examinations revealed that the patient has no health hazard. On (B)(6) 2013, in two-year follow-up study, the aneurysm diameter was 59mm. Aneurysm enlargement was found. The physician decided to take a wait-and-see approach. No further information was obtained.